Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was sent to emergency room as customer experienced high blood glucose of 717 mg/dl and over 600 mg/dl. Customer had sensor glucose reading in the range of 140 mg/dl. Customer mentioned that health care professional wanted to admit her but customer declined to get admitted in hospital. Insulin pump will be returned for analysis.